Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the proximal valve was inconclusive since the clinical conditions could not be replicated. The catheter had been cut between the 20 and 21 cm depth mark. The distal catheter segment was not returned for investigation. No blood residue was observed in the extension leg tubing or within the distal end of the catheter. The printing on the extension leg and molded wing was not worn. A functional test revealed that catheter was patent to infusion. No damage or defects were observed on the solo valve. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that there was blood return after placing the catheter and removing the stylet. It is unknown if the blood reflux occurred due to complications with the placement procedure. It is unknown if the valve remained open after removing the stylet and relaxed to a closed position over time. Since the clinical conditions could not be replicated, the complaint was inconclusive. A lot history review (lhr) of rebt0011 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was placed and the conductor was removed, saline and then blood came in return and this did not end despite repeated flushes with saline. The nurse who placed the catheter then switched to a new catheter that worked without a remark.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt0011 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that when the catheter was placed and the conductor was removed, saline and then blood came in return and this did not end despite repeated flushes with saline. The nurse who placed the catheter then switched to a new catheter that worked without a remark.